Manufacturer narrative:
The reported complaint is non verifiable. The original tactics microcatheter was not returned; thus the interaction between the microcatheter and the headway 21+ could not be accessed. Although the catheter hydrophilic coating was not peeled off, surface damage on the distal portion of the device was noted. The physical evaluation of the device could not identify the conditions and circumstances that lef to the damaged surface, but the damage is consistent with the device experiencing increased friction during advancement in an ancillary device.

Event description:
It was reported that a headway microcatheter was inserted into a competitor's catheter and encountered resistance. The headway was removed and the coating appeared to have peeled off. There was no reported patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be opened and a supplemental report will be submitted.